Event description:
It was reported the tlc55 was used during a large bowel resection. It was reported there was a leak in the staple line during the procedure which was repaired. There is no other info available at this time. There was no consequence to the pt.